Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastrectomy procedure, the surgeon fired the device, heard the crunch; everything looked good, and the anastomosis looked very nice on top. However, right before closing, the tech asked "what's that oozing?" The surgeon flipped over the anastomosis and it looked like there were no staples on that half of the staple line. Hand sewing and a leak test were performed to complete the procedure. The patient was fine. No adverse consequences reported. The device was discarded.